Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. When performing the retraction operation in accordance with the standard procedure, air leakage occurred at the tail end of the faradrive sheath during the hemostasis method. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.